Event description:
During hip surgery, cord decompression over guidewire with cannulated reamer on left hip, the tip of the guidewire came apart and lodged in the head of the femur. No other info is available including pt status.